Manufacturer narrative:
Corrected information g3: date received by MFR is 04/23/2025. The initial emdr was submitted incorrectly as 04/24/2025. H11:should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, flow rate was reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a 60mins run time. The delivered amount was 42.301 and the error percentage was at 5.7525%. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be pressure plate setup and the springs m2/m3 are out of adjustment. The pressure plate requires readjustment and springs m2/m3 requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of flow rate during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6, h11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.